Event description:
It was reported that, on the night of this report, the patient¿s stimulation came on strong. It was unsure if it was positional, if it was related to adaptive stimulation, etc. The patient was advised to disable adaptive stimulation until the manufacturer representative (rep) could meet with the patient. It was noted that the patient had other pain issues that were not related to the implantable neurostimulator (ins) as he had them before. Follow-up determined that the rep talked to the patient over the phone and helped the patient make some adjustments. An appointment was made to meet with the patient but the patient cancelled as ¿everything was fine.¿ the patient continued to do well. Further follow-up was not required as the issue appeared to be resolved.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).